Manufacturer narrative:
D4 model number/catalog number 72400152 serial number (B)(6). Batch/lot number 521088005. Model/catalog description reservoir 65ml. Expiration date 10/11/2012. H4 manufacturer date (B)(6) 2007.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated fluid was not detected during ultrasound examination in the reservoir. The prosthesis was not filled enough since february 2016. After the revision surgery, the new implant was working correctly. The shells of both prosthesis cylinders were damaged and there was also damage to the connecting tube, probably for these reasons, the aforementioned fluid leakage occurred.

Manufacturer narrative:
Model number/catalog number 72400152 serial number (B)(4). Batch/lot number 521088005 model/catalog description reservoir 65ml expiration date 10/11/2012. Manufacturer date 10/15/2007. Additional information : the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cylinders no escalation to ncep, CAPA, or scar is required. The pump was not functionally tested due to contamination.ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated fluid was not detected during ultrasound examination in the reservoir. The prosthesis was not filled enough since february 2016. After the revision surgery, the new implant was working correctly. The shells of both prosthesis cylinders were damaged and there was also damage to the connecting tube, probably for these reasons, the aforementioned fluid leakage occurred.

Manufacturer narrative:
Model number/catalog number: 72400152. Serial number: (B)(4). Model/catalog description: reservoir 65ml. Expiration date 10/11/2012. Manufacturer date 10/15/2007.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.